Event description:
It was reported to philips that the system failed to boot after a power spike, causing damage to the monitor on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the defective 19" color lcd monitor cr (dc19-lcr). The system was returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).